Manufacturer narrative:
H6: medical device problem code 2017 clarifier: failure to follow steps / instructions. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. It was reported by the physician that the guide wire was left in place prior to foot deployment. It should be noted that the electronic perclose proglide instructions for use (IFU) states: ¿advance the device over the guide wire until the guide wire exit port is just above the skin line. Remove the guide wire before the guide wire exit port crosses the skin line.¿ it is likely the IFU violation contributed to the difficulties. The cause of the reported difficulties cannot be determined. The reported patient effects of tissue damage is listed in the perclose prostyle IFU as a known adverse event associated with use of suture mediated closure devices. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible there was issue with the release from the suture bearing; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a prostyle device after an interventional prostate arterial embolization procedure with a 6f sheath. Reportedly the plunger was deployed before removing the guidewire from the device, which then caused difficulty removing the device from the anatomy. Despite this, an ultrasound was used to confirm the footplate was closed and the device was pulled from the anatomy. Vessel damage occurred. Contralateral access was gained and a non-abbott stent was used to repair the vessel and achieve hemostasis. A prostyle device was used to close the contralateral access site without issue. There was a reported clinically significant delay in the procedure due to the treatment. No additional information was provided.